Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (lot #:30500830m). The patient suffered a cardiac tamponade requiring pericardiocentesis. There was a 106 error which occurred with the thermocool® smart touch® sf bi-directional navigation catheter (lot #: 30509638m). It was resolved by changing the catheter to a thermocool® smart touch® sf bi-directional navigation catheter (lot #: 30500830m). During use with a thermocool® smart touch® sf bi-directional navigation catheter (lot #:30500830m), the patient¿s blood pressure decreased and norado was administered. Pericardial effusion was not present and pulsation was confirmed by echocardiography and fluoroscopy. Because it was the timing to insert a catheter into the aorta, separation was suspected, but the possibility was considered to be low because of the pain and decreased blood pressure. Anaphylactic shock of drugs was suspected. The physician commented that causal relationship was weak. On follow up cardiac tamponade was noted and pericardiocentesis was performed after leaving the room. Pericardial effusion was found on the posterior side of the heart. The position could not be confirmed by the soundstar catheter. It was venous blood, and probably the blood vessel was injured when 6fr epstar was placed in the aiv. Additional information was provided on the event. The patient¿s blood pressure decreased and noradrenaline was administered. Liquid was not accumulated and pulsation was confirmed with echo and x-ray. Since it was at the time the catheter was inserted into the aorta, deviation is suspected, but it seems unlikely because of the pain and decrease in blood pressure. Medicine anaphylaxis is suspected. CT scan after leaving the room. Identified that fluid accumulated on the posterior side of the heart. It was not possible to confirm the position with soundstar catheter. It was venous blood and probably damaged the blood vessels when 6fr epstar was placed in aiv. Drainage was performed. The force sensor error of 106 issue was assessed as not MDR reportable under the thermocool® smart touch® sf bi-directional navigation catheter (lot #: 30509638m) as the warning functioned as intended. Since the event is life threatening and required intervention or prolonged hospitalization to prevent permanent impairment of a body function or permanent damage to a body structure, is to be considered serious and MDR-reportable under the thermocool® smart touch® sf bi-directional navigation catheter (lot #:30500830m).

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 30500830m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 29-jul-2021, noted a correction to the 3500a initial report. In "h10. Additional manufacturer narrative" it was missing, ¿additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed.¿ therefore, ¿h6. Type of investigation¿ missing ¿device not returned (b17)¿, ¿h6. Investigation findings¿ of ¿no finding available (c20)¿ and ¿h6. Investigation conclusions¿ of ¿cause not established (d15)¿.

Manufacturer narrative:
Additional information was received on 5/26/2021. The patient¿s gender is male. The physician¿s opinion on the cause of this adverse event was procedure related. Since the blood aspirated was venous blood, it is possible that the blood vessel was injured when a catheter made by another company was placed in the aiv. Patient outcome was reported as improved. It was not reported extended hospitalization was required. Therefore, a 3. Gender was processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).